Event description:
It was reported that the patient faced hyperglycemia on (b)(6) 2026. The blood glucose was high for more than four hours and the patient was treated with insulin pump.

Manufacturer narrative:
E1: Patient city: (b)(6). Patient Country: Israel. Name- (b)(6). Street-(b)(6). City-(b)(6). State- (b)(6). Zip Code- (b)(6).Based on the available information, this event is deemed to be a Serious Injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number: Reporting Site: 8021545,Manufacturing Site: 3003442380.